Manufacturer narrative:
Patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer stated his contour next was not storing all of his blood glucose readings in memory. He compared his readings from his clinilog to the readings in the meter, and stated two of the readings he took at 1:50 were missing from the meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A new meter was sent to him.